Event description:
Patient to receive heparin drip 8.5 ml/hr via symbiq pump. The pump alarmed multiple times and shut off. The pump was restarted and s321 malfunction noted including motor channel error. There was no adverse outcome to the patient involved. The symbiq pump was pulled from service and sent to distributor for analysis/repair. A full function test was performed on this unit with the symbiq pump having a critical failure in motor s321. The log shows 7 s321 failures in an ll hour period.